Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to myopotential oversensing was observed. The patient is pacemaker dependent. Programming changes were recommended.